Event description:
Vague report of a pump that went into a failure code during "cvvhd" therapy. The pump serial number was not captured, but the hosp feels that it was a 533:320:717:0000 failure code. This failure code will result in an alarm and stop all channels in use. The pump was powered off and back on and restarted without issue. No additional intervention was required. No pt injury resulted.